Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks b6-b7: no information available. Block c: not applicable for this system. Blocks d4 & d6 & d7: not applicable for this system. Blocks h3 & h6: there are no findings available and no problem detected since the system was not evaluated. The customer declined to repair the system and instead decided to purchase a new one. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a core mobile system was used in a non-emergency peripheral procedure in the proximal iliac. The patient was prepped with general anesthesia, and the image was dark. The system was rebooted but the image remained dark; therefore, the physician decided to abort the procedure. There was no patient injury reported. There were no alternative ways to treat the patient, thus the procedure was rescheduled to be completed on (B)(6). 2023 using a core m2 system. This adverse event and product problem is being reported because the patient was fully prepped, and the system failed to produce a clear image. This resulted in a delay of the procedure.